Event description:
A caller reported experiencing a cartridge alarm 30 while using their pump during pumping. The caller declined to state whether the issue caused their blood glucose level to exceed 500 mg/dl, so there was no reported impact on their blood glucose level. Technical support confirmed the problem and arranged to replace the pump, providing instructions on storage and return of the faulty pump. The customer was informed about using multiple daily injections as a backup therapy and acknowledged receiving a replacement pump with updated software, along with the availability of training in their tandem source account.